Manufacturer narrative:
Inspected lift on site and could not duplicate any issue with the lift stopping mid rail. Tested successfully full runs up/ down multiple trips. All systems checks were normal and lift functioning to spec. All safety edges tested properly, no safety edges engaged. Client could not recall if she had possibly engaged the arm interlock switch while riding the lift up. Tech did another demo with the client to ensure proper education or swiveling and riding position with seat belt as well as arm interlock.

Event description:
Client was riding the lift upstairs late in the evening hours in complete darkness. The lift stopped mid lading she tried to get off she fell and broke 3 ribs. Client refused to provide any information regarding hospitalization or emergency care.